Event description:
It was reported that the pacemaker had determined a bipolar impedance of 1030 ohm during the implantation, even though a unipolar lead was connected. Accordingly, the pacemaker set itself automatically to bipolar with subsequent exit block. The pacemaker was then programmed to unipolar.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the returned data and the existing production documents. The mfg process of this device was reviewed. The production documents did not show any anomalies that could be related to the complaint. All mfg steps had been carried out correctly. The returned data was analyzed. This did not provide any indication of a material defect or mfg error. The measured impedance of 1030 ohm in the bipolar pathway strands out. The analysis of the data did not indicate an incorrect measurement. In addition, there are no reports regarding possible incorrect measurements of impedances for this implant. The data rather seem to suggest that the lead has actually formed a leakage path between the electrically inactive ring and the unipolar conductor at a magnitude of 1030 ohm. The leakage path thus indicates a lead defect, which had the result that a bipolar lead with an impedance of 1030 ohm is electrically suggested to the pacemaker. In summary, there is no indication of a material defect or mfg error on the side of the pacemaker. Rather, it is assumed that there was a low-ohm value within the lead, which lead o the clinical incidence.